Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified, however the cause of the leak failure was confirmed to be from the pinhole on the channel tube. The specific root cause could not be determined at this time. The event can be detected/prevented by reprocessing the device in the instructions for use in the following sections: "chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Chapter 8 cleaning and disinfection equipment". Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that during reprocessing of the evis exera ii ultrasonic bronchofibervideoscope, the scope was leaking at the canal after needle biopsy. Upon inspection and testing of the customer returned device, foreign material was found clogging the scope instrument channel and exiting the distal end due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found due to damage, the neutral position of angulation levers out of the standard position, scope body cracked, charged coupled device (ccd) unit is the position of ccd cable limited length for repair, due to a pinhole on instrument channel tube, water tightness lost, due to damage on ultrasonic probe, displayed ultrasound image defective with missing elements, due to damage on ultrasonic probe, displayed ultrasound image defective with missing elements, acoustic lens damaged, due to wear of angle wire, bending angle in up direction did not meet the standard value, bending tube damaged, and ultrasonic connector corrosion due to water leakage. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.